Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to a follow-up in clinic. It was noted that the patient's implantable cardioverter defibrillator (ICD) showed non-sustained right ventricular oversensing (nsrvo) caused by post-paced t-wave over-sensing. The device was reprogrammed. The patient was asymptomatic and experienced no consequences.